Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in december 2009 and performed to specification, alongside random manual power ons, up to the 29th may 2016. An increase in voltage suggests a further pad-pak was installed during this time. Multiple manual power ups some of 10 minutes duration were observed in the device memory between the 29th may 2016 and continue up to the last log entry on the 31st may 2016. Investigation found the reported fault may be attributed to contamination on the j11 connector. This may have contributed to the ten minute time outs recorded. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.